Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc winged shielded IV catheters blood control technology 20ga 1.00in experienced incorrect coloring on the device. Product defect was noted prior to use. The following information was provided by the initial reporter: material no: 382633; batch no: 9347499. I go a 20 g IV start needle brought to me today. The 20 g's are usually pink in color but this one was clear. This was not used on a patient, no patient harm, etc.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received 39 unused insyte autoguard bc 20ga units in sealed packages from material number 382633, lot number 9347499. In addition, two photographs were received which displayed a package label and a winged adapter inside a package. A visual / microscopic evaluation was performed on the returned units. The adapters were transparent, while their color ranged from almost colorless to light pink. The discoloration could occur during the molding process if the adapter did not receive the appropriate amount of colorant mixed with the base color. The reported issue was confirmed as discoloration of the unit. This was the evidence to confirm and support a manufacturing related issue for the reported defect relating to an equipment issue during the molding process. Furthermore, the operator should have rejected this product prior to packaging. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name: bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology 20ga 1.00in. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc winged shielded IV catheters blood control technology 20ga 1.00in experienced incorrect coloring on the device. Product defect was noted prior to use. The following information was provided by the initial reporter: material no: 382633, batch no: 9347499. I go a 20 g IV start needle brought to me today. The 20 g's are usually pink in color but this one was clear. This was not used on a patient, no patient harm, etc.